Event description:
The biomedical engineer (bme) reported that the gz transmitter did not alarm for a low battery, and it powered off while in patient use. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the gz transmitter did not alarm for a low battery, and it powered off while in patient use. They were using the procell px1500 intense alkaline batteries, (nk approved). He performed a full inspection of the batteries and springs etc., and no corrosion or issues were found. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the gz transmitter: g9 monitor: model #: cu-192r. Serial #: (B)(6). Device manufacturer data: 12/17/2020. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na. Bedside monitor: model #: bsm-1753a. Serial #: (B)(6). Device manufacturer data: 05/12/2020. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the gz transmitter did not alarm for a low battery, and it powered off while in patient use. They were using the procell px1500 intense alkaline batteries, (nk approved). He performed a full inspection of the batteries and springs etc., and no corrosion or issues were found. No patient harm was reported. Investigation summary: nk tech support reviewed the device logs and confirmed the device did not generate a low battery alarm prior to losing power. A physical inspection of the batteries and battery compartment revealed no corrosion or mechanical issues. The log review determined that the weak battery alarm threshold in the current software version was the contributing factor. Nk tech support advised that a pending software version, not yet released in the us, addresses this threshold issue, and recommended the customer update the device once that version becomes available. Nihon kohden will continue to trend and monitor. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the gz transmitter: g9 monitor: model #: cu-192r. Serial #: 02565. Device manufacturer data: 12/17/2020. Unique identifier (UDI) (B)(4). Returned to nihon kohden: na. Bedside monitor: model #: bsm-1753a. Serial #: (B)(6). Device manufacturer data: 05/12/2020 unique identifier (UDI) #:(B)(4). Returned to nihon kohden: na. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the gz transmitter did not alarm for a low battery, and it powered off while in patient use. No patient harm was reported.